Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly not healing. Skin flap revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent skin flap revision surgery on (B)(6), 2023. The recipient is still not healing. The recipient is being seen by wound care. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin irritation at the incision site. The recipient was prescribed antibiotics (type unknown). The recipient was advised to cease device use while incision site is being treated. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.